Event description:
It was reported that the patient wanted to be able to do an MRI of their ankle and wanted to know if it would be possible. The patient had a loss of therapeutic effect and they were thinking about taking it out. It was not doing anything and was literally a pain in the butt. This was the patient¿s second implantable neurostimulator (ins). The second one stopped after many adjustments and the patient had the programs changed. Cranking it up still wasn¿t helping the patient. The patient was now on botox and it worked fabulous and was 10 times better. It was great in the beginning and worked for 2 years. The patient had had it turned off for 2 weeks and didn¿t notice the difference. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v628482, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).